Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence because the cuff was too large; therefore, a surgical procedure was performed to remove and replace the cuff with a smaller one. No additional patient complications were reported.